Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The insulin pump was unable to perform the displacement test due to constant motor error. Unable to verify alarms due to motor error. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error and motor sensor test failure. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Customer stated that she worked in the magnetic resonance imaging room in the hospital for 5 minutes. The customer was educated regarding the effect of the insulin pump being exposed to magnetic field. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.